Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a minicap that did not have iodine in it, the sponge was dry. The caregiver (cg) stated that there was nothing unusual with the pouches the minicap came in. They also stated that there was nothing unusual noted with the box the minicap was shipped in. The event occurred before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This lot was manufactured from 6/10/13 to 6/17/13. A review of all batch record documents was performed for lot number gd894717 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(6).